Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a lesion removal on the left upper arm on (B)(6) 2017 and suture was used. Post operatively, the skin suture broke in the middle of the suture, the knots were intact. The patient was resutured on (B)(6) 2017. The patient is in stable condition. No additional information will be provided.